Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the shocking when turning the ins on was presumably the prior program settings which had a pulse with of 810 microseconds and a rate of 220 hz. The rep reported that the shocking had been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that 3 months ago the patient started getting shocks in the kidney area and on the right side of the back when he first turned on the ins. The rep reported that the issue occurred for about 10 seconds when the patient turned on the ins then it goes away. The rep noted that the patient had the following program when he came into the doctor¿s office: 810 pulse width, 220 hz, 1.1 v, 10+ 12-, 4s soft start. The rep was told to program: 200 pulse width, 220 hz, 1.3 v, 5+ 7-, 8s soft start. The rep reported that the patient said it felt good and there was no shocking. No further complications were reported.